Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lsf) (B)(4), alleging that her onetouch ultraeasy meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as the customer refused to be contacted for follow-up questions. The patient reported that the alleged issue stared on the morning of (B)(6) 2014, when she obtained a blood glucose result on the subject meter of ¿12.0 mmol/l¿ and ¿4.7 mmol/l¿ on another meter (onetouch verioiq) within 30 minutes of each other. Based on statistical methodology, the difference between these two results falls outside lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). It is not known how the patient was feeling at the time she obtained the alleged results. As a result of the reading she obtained with the subject meter, the patient reported that she administered an unknown dose of insulin and ¿minutes¿ later developed ¿hypo symptoms¿. It would have been helpful to determine the patient's specific symptoms, the type and dose of insulin taken, the patient's insulin regimen, her expected blood glucose readings and what, if any, treatment she received to alleviate her symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient was using the correct testing technique, her test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.